Event description:
Additional information received - the reporter stated the icl was explanted through the original incision. At post-operative visit on (B)(6) 2013, the va was 20/15.

Event description:
The reporter stated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens on (B)(6) 2012. The patient returned to the doctor's office on (B)(6) 2013, complaining of visual disturbances - blurry vision and iop was spiked. The reporter stated the lens was not seated/vaulted correctly and the surgeon attempted to reposition the lens but the lens tore. The lens was explanted on (B)(6) 2013, with no patient injury and another same model lens was implanted.

Manufacturer narrative:
(B)(4). Evaluation codes: method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found a piece of haptic torn off and missing. The lens was returned in liquid. Conclusions: (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Results: medical review - review of this file indicates that the icl was exchanged with the same length and power which resolved the problem. Initially, the surgeon just intended to reposition the icl but the icl tore during repositioning. It is highly likely that the surgeon found the icl in a position that is not ideal which was causing this patient's visual disturbances and a repositioning would have resolved the problem. Surgical implantation of the icl requires that the lens be inspected carefully with regards to position and centration prior to constriction of the pupil. The root cause of this event is likely due to the icl not being positioned properly. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Conclusions: based on the complaint history, work order search, medical review and the evaluation of the returned product, the root cause of this event is likely due to the icl not being positioned properly. (B)(4).